Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to foreign substance on several components on the main board. The report was cleared prior to evaluation and did not reoccur. The main board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed the power-on upgrade and self test. Complainant indicated that there was no patient involvement in the reported malfunction.